Event description:
It was reported that a pt underwent initial surgery on (B)(6) 2011, to repair compression fracture sustained in an automobile accident. Instrumentation was from t11-l2. In (B)(6) 2011, pt was suffering from acute lower back pain. On (B)(6) 2011, x-ray identified broken screws at l1. Revision surgery took place on (B)(6) 2011 to remove two broken screws.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distributing records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 6.5 mm revere monoaxial screw 50 mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.